Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor and press plug, which were replaced. Svc repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a podiatry procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.